Event description:
AED reported to have self-test failure. Examination of device internal memory detected possible problem with self-test of pads. No pt use is associated with this event.

Manufacturer narrative:
(B)(4): device evaluation pending device return.